Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2024 - 00140, 0001825034 - 2024 - 00141. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted .

Event description:
It was reported that 10 years post implantation, the patient was diagnosed with osteoporosis and given the drug prolia. Patient stopped taking it as it caused bilateral thigh, and back pain. The patient was concerned that prolia caused bone remodeling/bone loss. The pain felt by the patient has since abated. It was also noted that the stem tip had abnormal activity. All devices remain implanted. There is no additional information available at the time of this report.